Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer. During temperature chamber testing, the telemetry issue was reproduced. The root cause was an anomalous component on the hybrid.

Event description:
It was reported that patient presented to the clinic after receiving alerts for non-sustained lead noise. Upon investigation, the device could not be interrogated initially and it was found that the device was in bvvi mode. Later it was reported that the patient received inappropriate hv therapy due to suspected oversensing and noise on the rv lead. The device was explanted and replaced. Patient was discharged after the procedure and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Reporter states their uf number is (B)(4). This number will not submit via the FDA gateway. The mandatory medwatch report number as reported to sjm and confirmed by the facility reporter is (B)(4). Device evaluation anticipated, but not yet begun